Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devces of lot number t13742n. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. Lot performed within specification. Manufacturing batch records for lot t13742n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Event occurred in germany. Customer reported discrepant low triage sob troponin I result vs external lab troponin t result for 1 patient. Patient is a 80 year old male who was symptomatic with atypical angina pectoris. Patient was admitted to the hospital because of ECG changes. The patient was diagnosed with a nstemi.